Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended/stretched and body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, prior to pocket closure, this right ventricular (rv) lead displayed high out of range pacing impedances of greater than 2000 ohms. A lead conductor fracture was suspected. As a result, this rv lead was not used and a new rv lead was implanted. No adverse patient effects were reported.